Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope was incorrectly reprocessed due to the scope being cleaned/disinfected without the connecting tube. There were no reports of patient harm.

Event description:
Additional information was supplied by the customer. The failure occurred during reprocessing. There was no delay in treatment. No specific action was taken. There is no specific combination of devices. No specific action was taken, but it was completed with the same device. This complaint is related to patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b3, b5, d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause for ''elite endoscope reprocessor (oer-5) cleaning and disinfecting without using auxiliary channel water tube (maj-2358)'' could not be determined. The event can be prevented by following the instructions for use which state: manual of the cleaning auxiliary channel water tube (maj-2358), endoscope cleaning and disinfection equipment oer-5, we found the description about the phenomenon. Cleaning tube application table for elite endoscope reprocessor (oer-5) category no.3 instruction manual: cleaning auxiliary channel water tube (maj-2358). Instruction manual: acecide 6% for disinfectant endoscope cleaning and disinfection equipment elite endoscope reprocessor (oer-5), 4.7 attaching the cleaning tube. For elite endoscope reprocessor (oer-05) how to set up the endoscope: when setting up an ultrasound videoscope. Olympus will continue to monitor field performance for this device.